Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that the customer entered the incorrect amount of carbohydrates consumed into the pump when requesting a bolus. Subsequently, a large enough bolus was not delivered to cover carbohydrates consumed. The customer's blood glucose level was 290 mg/dl. Customer delivered a correction bolus to address the issue.